Event description:
It was reported that the sensor glucose and blood glucose readings had discrepancies and that the customer experienced high blood glucose. The customer stated that her blood glucose reading was 85 mg/dl, so she took a glucose tablet. She reported that, instead of raising her blood glucose, the reading dropped to 69 mg/dl. She ate other things and brought the blood glucose reading up to 500 mg/dl. It was unclear when this occurred or how she treated the high blood glucose. She then stated that her blood glucose reading was 128 mg/dl compared with the sensor glucose reading of 86 mg/dl. Another instance was a blood glucose reading of 116 mg/dl compared with the sensor glucose reading of 87 mg/dl. She called another time and reported that the insulin pump alarmed a low sensor glucose warning when her sensor glucose reading was 69 mg/dl and her blood glucose reading was 84 mg/dl. Upon troubleshooting, it was found that the current sensor was working as designed. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.